Manufacturer narrative:
Ni: it was unknown if the initial reporter sent report to the FDA.

Event description:
The patient is currently in the hospital for diabetic ketoacidosis, dka. The cause of the elevated readings was determined to be large bubbles within the cartridge that the patient was unaware of. The cartridge has been requested for return, but cannot be returned as it has been discarded.